Event description:
On (B)(6) 2023, rayner received notification from its distributor in morocco of an event that occurred during use of a rayone preloaded iol (model unspecified). The event description provided states "the implant slipped with difficulty which cause a cut of the implant intraocularly".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states "the implant slipped with difficulty which caused a cut of the implant intraocularly". The product has not been made available to rayner for return. There is currently insufficient information available to determine the cause and/or contributory factors leading to the event. Rayner is following up with its distributor to obtain additional information to facilitate further investigation of the event.